Event description:
It was reported that during a da vinci myomectomy procedure, electric sparks were observed coming from the permanent cautery spatula instrument. The site completed the planned procedure with a replacement instrument. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed melted material and an arc track at the base of the distal yaw pulley assembly. Additionally broken pieces of the conductor wire cap were detected. The damage is indicative of an arcing event. Since this report was originally received, several attempts have been made to gather additional information without success.